Event description:
It was reported that a pt underwent a left lower back skin lesion excision on (B)(6) 2010 and suture was used. The pt developed an allergic reaction on (B)(6) 2010. The reaction included red, itchy swollen dermis with serous discharge. The area was cleansed and nothing else was done. The pt was scheduled for a follow-up appointment the following week. No add'l info was provided.

Manufacturer narrative:
(B)(4). Allergic reaction. Results: rep samples were returned for eval. They were visually examined and appear to be sealed. Conclusion: the devices were received in a condition that meets spec. The actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: product code: j494g; batch: cek141; mfg date: 05/31/2010, exp date: 01/31/2015. Product code: j824g: batch chm095 mfg date: 07/14/2010, exp date: 07/31/2015. In addition, a review of the batch mfg records for the possible batch numbers was conducted and the batches met all finished goods release criteria.